Event description:
It was reported that during a follow-up, the review of fluoroscopy revealed possible lead anomaly in the curve of the lead body before the rv coil. The lead remains implanted. Patient condition is good. No further information available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.